Event description:
A customer reported that their t:slim x2 pump battery would not charge despite using the correct tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. The customer attempted various troubleshooting steps, including using a different charging cable, but the issue persisted. Tandem technical support decided to send a replacement cable and wall adapter via two-day shipping and advised the customer to rely on manual diabetes management if needed before the replacement arrived.